Event description:
Patient complained of erosion and the implant was removed.

Manufacturer narrative:
The patient complained of implant erosion. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include erosion of the silicone block requiring removal. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, implant extrusion/perforation is listed as an anticipated device deficiency. The instructions for use (IFU) also identifies extrusion as an adverse reaction or complication that can occur from improper implant sizing and/or placement. After conversation with the physician's office, the root cause was user error related to the surgical technique. Imd's medical director had several discussions with the physician who completed this operation and provided feedback on implantation techniques. Several attempts were made to help the physician address the user error.